Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of an leadless implantable pulse generator (ipg), the catheter delivery system exhibited difficulty to inject contrast and saline. Deployment of the leadless ipg after obtaining sufficient gooseneck led to a high threshold that consistently trended upwards with subsequent measurements. The flushing of the delivery system also showed a notable amount of it dripping from the back and in the areas of the buttons. Presence of clot was noted on the electrode of the device. The device and delivery system were attempted but not used and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported during implant of an leadless implantable pulse generator (ipg), the catheter delivery system exhibited difficulty to inject contrast and saline. Deployment of the micra after obtaining sufficient gooseneck led to a high threshold that consistently trended upwards with subsequent measurements. The flushing of the delivery system also showed a notable amount of it dripping from the back and in the areas of the buttons. Presence of clot was noted on the electrode of the device. The device and delivery systemwere attempted but not used and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.